Event description:
User error - excel muscle stimulator had electrode pad that was not compatible with the cable. As intensity was turned up on stimulator, setting stayed at "0" and then suddenly came on and shocked pt. No injury to pt.